Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Dcm reported hospitalization due to diabetes ketoacidosis. This is the second hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was over 500 mg/dl. Customer experienced vomiting and nausea. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.